Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead monitoring episode showed instances of noise which appear to be external as shown on all channels. Further investigation by physician advised as well as patient history. Lead remains implanted. Should additional information be received, this file will be updated.